Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The 2.50mm x 32mm promus element stent became deformed during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unknown..

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The 2.50mm x 32mm promus element stent became deformed during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a hypotube break 232 mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).